Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software for reference. Unit passed the self test as well as the displacement test. During the download history review, pump error 63 was recorded within the error log fault number. The open-book was generated due to 3 sequential pump error 63 caused by lcd test failure - suspecting the hw with file ID: 63 as well as line #ID: 2006. The pump was cut open to perform a visual inspection, and evidence of moisture damage was found on the electronic assembly. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube, and cracked case. Pump error 63 alarm was confirmed in the download history files due to a corroded electronic assembly, isolated to the electronic assembly. The customer's concerns of a display anomaly were unknown, as well as the concern of a failed device test due to the open-book critical pump alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump was bumped and no visible damage to the pump was noticed. The customer stated that the pump screen had missing segments and the pump failed self test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.